Event description:
It was reported that the patient had inappropriate shocks due to oversensing during a supra-ventricular tachycardia. The impedance for the high energy shocks was 190 ohms, which is high but still within normal limits. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector at the time was programmed to the alternate sensing vector. Technical services reviewed the data and advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.